Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (value not provided). Cause was unknown. Reportedly, the cartridge was in use for more than 2 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer declined to provide additional information regarding the issue.